Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads had dislodged. X-ray performed confirmed the dislodgement of both leads. Attempts made to reposition both of the leads; however, the helix of both leads had failed to retract due to stuck tissues. The leads were explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned with the helix noted partially extended and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. Visual examination of the lead did not find any anomalies. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.